Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument movement was bad. The procedure was completing as planned with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and did confirm the complaint "movement is bad". The instrument was found to have a derailed grip cable from its normal position at the distal end. The instrument failed the intuitive motion test. A visual inspection of the backend found no evidence of a crack clamping pulley, input disk, or input shaft that would have caused the loose cable. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.